Event description:
It was reported that the physician had difficulty placing a right atrial (ra) lead during an implant procedure. The helix remained extended, and would not retract after several attempts. The lead was then removed from the patient and table tested, and again demonstrated problems with retraction of helix. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).